Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine ipg replacement procedure on (B)(6) 2022, the physician made too small of an incision and when removing the ipg from the pocket, the left extension became damaged from bending too much. As such, diagnostic showed high impedance. However, the contact with high impedance was not used for programming. Patient was reprogrammed around the high impedance contact addressing the issue. Surgical intervention may take place at a later date to address the damaged extension.